Event description:
Consumer claims to have suffered a throat burn while using product. Consumer reports throat cancer and tracheotomy, using product to breath through tracheotomy. Consumer reports a burn the size of a quarter.